Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) reviewed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was mot provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # unk / unknown head lot # unk, part # unk/ unknown stem/ lot # unk, part # unk/ unknown liner/ lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -05438, 0001822565 -2019 -05441, 0001822565 -2019 -05433.

Event description:
It was reported patient has sustained 2 separate injuries due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that patient underwent a left hip revision surgery approximately one year post implantation due to groin pain and loosening and migration of the acetabular cup. The head, liner, shell, and screws were replaced without complication. The stem was stable and remained intact. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Patient underwent a hip revision due to pain and loosening of the acetabular cup. X-rays show evidence of loosening of the cup with movement of the acetabular cup in to a vertical position. Intraoperatively, there was evidence of loosening, the liner was still intact and the stem was well fixed. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
It was reported patient underwent revision surgery approximately 10 months post implantation due to defective cup and loose screws. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
His follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1; b2; b5: d6; d10; g2; h2; h3; h6. D6: (B)(6) 2018. D10: part # unknown / unknown liner/ lot # unknown. Part # unknown / unknown head/ lot # unknown. Part #unknown / unknown screws/ lot # unknown. Part #unknown / unknown stem/ lot # unknown. The received additional information does not change the final conclusions of previous investigation.